Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd¿ prn adapter 0.1 ml had mixed products. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8116260. Our records determined that this is the only instance of a mixed product occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Bdj confirmed a package of (B)(4) contained a sample of 385111. Additionally a review of our manufacturing records indicates that the incorrect unit came from the previous production run; the most likely root cause for this, is operator error. Bd has end-of-run guidelines in place to prevent issues like this from arising; to address this issue we have retrained our production staff on the appropriate procedure for the end-of-run room clearance.

Event description:
It was reported that a bd prn adapter 0.1 ml had mixed products. There was no report of exposure, injury, or medical intervention.